Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) spoke with the customer by phone and instructed the customer to replace the tubing at pinch valve pv27 to resolve the leak. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. While cleaning the instrument, the customer identified the leak at the bottom of the instrument. The volume of the leak was not reported and the leak was not contained. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.